Event description:
It was reported that the atrial lead of an asymptomatic patient had exhibited noise in the past. The lead was capped and replaced during a device changeout procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.